Event description:
Koru medical became aware of mw5144768 received through the FDA medwatch program stating "spontaneous. Patient's wife reported that the freedom pump broke yesterday (B)(6) 2023. Pt. Has used pump for about 3 years, but winding mechanism snapped, shooting syringe out of pump. Pt.'s wife returned drug to vial. Drug needs to be discarded. Will send new pump and make-up vial of 10gm (50ml). No missed dose or adverse event reported. Pump available for return. No further information. Reported to cvs/caremark by: patient/caregiver. A good faith effort was sent to the initial reporter on 07-sep-2023 for additional information. A response was received providing patient information and the serial number of the device involved. No further information was provided. The device has not been returned to koru for evaluation to date. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions.